Manufacturer narrative:
It was confirmed that no patient injury occurred during this event.

Event description:
It was alleged that the cot dropped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the cot dropped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.